Manufacturer narrative:
Siemens filed the initial MDR 9610806-2021-00071 on 23-nov-2021. Additional information (30-nov-2021): quality controls (qc) recovered in range and the issue was limited to one patient sample. No instrument issues were observed based on the system log files provided by the customer. Sample integrity issues and preanalytical variables cannot be ruled out as contributing factors to the event. The cause of the event is unknown. The investigation findings and investigation conclusions codes in h6 were updated to reflect the additional information. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated free light chains, type kappa (flc kappa) result was obtained on a patient sample on an atellica neph 630 system. The discordant result was not reported to the physician(s). The sample was repeated for flc kappa on an alternate atellica neph 630 system, recovering lower. The lower result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated flc kappa result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse changed the probe, syringe, buffer pump, pump system liquid, and wash station diluent valve. The cse adjusted the system probe, pumps and optics. The issue was limited to one patient sample. Siemens is investigating the issue. The atellica neph 630 system with catalog number 11239861 described is not marketed in the united states (us) and the PMA/510(k) number is for the us similar system (bn prospec system). The bn prospec system marketed in the us has catalog number 10461865 and its unique device identifier is (B)(4).